Manufacturer narrative:
(B)(4). Date sent: 11/14/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy that a female patient with recent diagnosis of cholelithiasis underwent a laparoscopic cholecystectomy on (B)(6) 2021. The pleading further states that 10 months later, the patient underwent diagnostic imaging which spotted a foreign object inside the patient¿s body. The patient became aware for the first time of the foreign object inside her two weeks later when reviewing a message inside her chart. On (B)(6) 2022, she underwent surgery to remove the foreign object. On (B)(6) 2023, patient became aware that the identified foreign object left inside her body was the "l-hook" tip of the laparoscopic cautery device utilized during her laparoscopic cholecystectomy.